Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to failed battery test alarm.

Event description:
The customer reported via phone call that the insulin pump had low battery issues. The customer's blood glucose level was unknown. The customer reported that they do not use rechargeable batteries, not using previously used batteries, had not changed insulin usage, lifestyle and basal rates, they had not performed excessive button press. They stated that the insulin pump was in vibrate mode and they did not perform rewind daily, did not have recent unattended alarms and they did not have the remote feature on and did have the meter option on. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.